Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation, nor were photographs provided to show evidence of smoke damage. Certain infusates are contraindicated and may lead to clot formation inside the heat exhcanger, which can block blood flow and result in an over temperature/overheat issue. In belmont's experience, reported smoke is typically caused by a melted or deformed disposable set as the result of this clot formation. The disposable set was discarded at the hospital and no photographs were provided for review nor was the associated lot number available upon request, therefore review of a specific library/retain sample is not possible. It is belmont's experience that clotting that leads to a smoke/overheat incident typically occurs when solutions containing calcium are mixed with citrated blood products, platelets, or whole blood. The ri-2 instructions for use warn "use only anticoagulated blood products." Coagulated blood can occur when the anticoagulation properties have been compromised by the addition of chemicals. It was reported that the users were infusing cell saver whole blood when the smoking occurred. The use of cell saver increases the opportunity for compromised citrate addition. Without the ability to investigate the device or associated disposable set, a root cause of the reported smoking cannot be established. The manufacturing records for this serial number were reviewed and no related anomalies were identified. Belmont has contacted the initial reporter to request that the unit be returned for investigation, and to confirm that there was no patient injury as a result of the reported incident. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that during a case in the or, the users noted smoke coming from the rapid infuser, ri-2 while infusing cell saver whole blood with citrate.